Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that a non-MRI (magnetic resonance imaging) device was inadvertently implanted in the patient instead of an MRI device. The exact cause of this event is unknown. The implant planned for this patient was an MRI compatible device, as the patient has need for MRI diagnostics. As a result of this event, a request for device reconfiguration has been made to change the functionality to that of the MRI compatible model. The reason for the device reconfiguration as opposed to an additional surgical procedure is that additional surgery may add risk of medical complications for this patient. The device remains in use pending reconfiguration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).